Event description:
It was reported that an atrial lead warning was triggered due to low impedance. Unipolar impedance is higher than bipolar impedance and an auto polarity switch was noted upon routine interrogation. It was also reported that the ventricular lead showed signs of impedance decline and possible early insulation breach. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.